Manufacturer narrative:
This report is filed august 8, 2016.

Manufacturer narrative:
This report is filed on june 02, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced an infection of the skin flap, however the issue could not be resolved; subsequently, the device was explanted on (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report, june 02, 2016.